Manufacturer narrative:
Unable to perform displacement test and selftest due to constant blank or flashing white light on the display. Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments or partial display due to constant blank/flashing white light.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing white light. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.